Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the gold probe was not generating heat, and was not burning at all. The device had been checked prior to use, and had no visible damage; there was also no packaging damage noted. There was no problem connecting the gold probe to the generator. The generator and adaptor cable were checked, and was working properly. A resolution clip device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.